Manufacturer narrative:
On (B)(6) 2021, the recipient underwent electrode repositioning surgery. The recipient is doing well and hearing well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient is experiencing no limitation of performance. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced incorrect electrode insertion. The recipient's electrode was repositioned. Advanced bionics is in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.